Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas gain in iab circuit alarm. There was no harm reported.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. . A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse could not duplicate the issue. The unit passed all functional and safety tests. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)